Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins)  the reason for call was that the recharger was not working. Pt stated that last night when they went to bed the ins was at 70% and this morning the ins battery was empty. Agent reviewed with the pt that the ins battery depletion rate was based on therapy settings/usage. Pt stated that after an hour of recharging the ins, the ins battery got to 40% and then the recharger stopped beeping even though the recharger was not over the ins and there were two green lines of battery left on the recharger. Pt stated that they put the recharger back in the dock to charge for about ten minutes. Pt saw that there were three green lines of battery on the recharger. Pt stated that yesterday they lost connection six times when recharging the ins. Agent had the pt initiate an ins recharging session. Pt was trying to use the patient therapy app instead of the recharger app. Agent reviewed. Pt stated that they had difficulty getting the recharger over the ins and that it was very hard to get the connection on excellent. Agent heard the recharger beep two rising tones. Pt saw an excellent connection. Agent asked the pt if they were using the recharging belt and pt said no as they couldn't get the recharger to stay connected to the ins when using the belt. Pt thought that maybe this was due to the position of the ins but they weren't sure. Pt stated that their left side was doing really well, however they were still having pain in their hip and down their leg on their right side. Pt stated that they couldn't get a therapy program to eliminate that pain. Pt then stated that once in a while the therapy worked. The external equipment was working as intended. Agent redirected pt to hcp to further address the reported issues. Pt noted that they met with a manufacturer representative (rep) once a week as well.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger product ID fp9000l lot# serial# unknown implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the settings were too high. Programming resolved the reported issue. The patient stated when they charge, the connector loses connection 2 - 5 times.